Manufacturer narrative:
It is unknown if the crt-d will be explanted and returned to boston scientific for analysis. Once any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a heart rhythm society (hrs) workshop, a physician approached a boston scientific representative with information pertaining to a patient death. The patient had just received an upgrade from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d); however the next morning the patient was found dead. The date of the patient's death is unknown. The crt-d was interrogated and only one non-sustained ventricular tachycardia (vt) episode was recorded. The physician had a copy of the electrogram (egm) which he showed to the representative. The egm was reviewed and the representative thought that there was some brief oversensing noted in the episode. The patient was not pacemaker dependent and was experiencing ectopy . In addition, there was no atrial activity and the physician had been concerned about the lack of atrial pacing. It was discussed that the device was programmed to ddd with a lower rate limit of 60 beats per minute (bpm) and ventricular pacing would have still been available at that rate. The representative recommended that the device be returned for laboratory analysis, but the physician was not concerned about pursuing this course of action. The model and serial numbers were not provided, but they did report that it involved a cognis device. An autopsy was performed but the cause of death was not reported. In addition, copies of the egms were not able to be obtained by the boston scientific representative. There have been no allegations that the device caused or contributed to the patient's death.